Manufacturer narrative:
One smiths medical legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "no disposable pump won't run" alarm message when a stop/start key button is pressed. Found faulty downstream occlusion sensor caused the issue due to fluid ingression on pump by the chassis base. A downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the smiths medical legacy pump exhibited beeping when placed on a set. No patient consequences were reported. No adverse effects were reported.